Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon reviewing the electrogram, the implantable cardioverter defibrillator exhibited reduced sensitivity contributing to undersensing and loss of capture. The device was programmed. After that the t-wave was noted being oversensed resulting in the patient receiving inappropriate atp therapy. The physician suspected right ventricular lead issue. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.